Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over three years later for reported normal battery depletion. The device was returned for analysis.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed shock impedance measurements of greater than 125 ohms. The shock impedance had been fluctuating in the months prior. Isometrics were performed but were unable to elicit any out of range measurements. Boston scientific technical services discussed the potential of there being an issue with the header that could be contributing to the clinical observation. The field representative reported that the system will continue to be monitored. There were no adverse patient effects reported.